Event description:
It was reported that a malfunction alarm occurred, specifically malfunction code 12. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes appeared again.